Manufacturer narrative:
Citation: o¿donnell c et al. Infective endocarditis following melody valve implantation: comparison with a surgical cohort. Cardiol young. 2016 may 10:1-8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding endocarditis following a transcatheter valve implant in comparison with a surgical valve implant. All data were collected from a single center between october 2009 and may 2015. The transcatheter valve study population included 25 patients (predominantly male; mean age 18 years), all of which were implanted with medtronic melody transcatheter pulmonary valves (serial numbers not provided). The surgical valve study population included 178 patients (predominantly male; mean age 16 years), 110 of which were implanted with medtronic hancock (79), mosaic (17), contegra (5), and freestyle (9) bioprostheses (serial numbers not provided). Among the transcatheter valve patients adverse events included: 2 mild pulmonary regurgitation, 2 disruption of conduit integrity, 2 right ventricular outflow tract (rvot) perforation, 2 intra-procedural supraventricular tachycardia, 1 intra-procedural ventricular tachycardia, and 1 stent fracture without loss of stent integrity. Additionally, there were four cases of endocarditis exhibited by severe conduit obstruction and low cardiac output. Surgical repair was required for three of the four cases and antibiotic therapy was prescribed for all four patients. Among the surgical valve patients adverse events included: obstructive thrombosis with conduit implants which required surgical replacement (contegra), and four cases of endocarditis post-implant of a surgical valve (2 hancock conduits, 1 mosaic, 1 biopulmonic) all of which required surgical valve replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.